Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the patient was lifting furniture when the skin over the implant was scraped, causing the pocket to open up. The patient subsequently developed cellulitis. The device was explanted and replaced. No further patient complications have been reported as a result of this event.